Event description:
It was reported that this left ventricular (lv) lead was an attempted implant. When pacing in the lv during the procedure, the patient experienced two episodes of ventricular tachycardia (vt), requiring external defibrillation for each episode. Additionally, the guidewire (non-boston scientific product) used during the lv lead implant perforated the ventricle. No additional medical intervention was required for the perforation. The physician elected not to implant an lv lead as it was possible there was some scarring, which may have contributed to the onset of the vt episodes. The remaining procedure was successfully completed. There was no allegation against the lv lead performance and it is not expected to be returned for analysis. No additional adverse patient effects were reported.